Event description:
When the liver bed was cauterized there was arcing of the cautery elsewhere within the abdominal cavity causing an unnecessary burn to the liver which will be of no clinical significance. However the potential for bowel injury exists. The instrument was changed from a hook to a spatula instrument which also included a change in the grounding sheath and the same arcing occurred.